Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) USA, alleging that her husband¿s onetouch ultra mini meter was reading inaccurately high, compared to another meter (hospital meter) the complaint was classified based on customer service representative (csr) documentation, and additional information obtained when the medical surveillance specialist (mss) reviewed the initial complaint call. The reporter stated that they first became aware of the meter issue on (B)(6) 2017, alleging that the patient obtained blood glucose results of ¿201 mg/dl¿ on the subject meter, compared to ¿150 mg/dl¿ on the other meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter stated that the patient manages his diabetes using insulin, and had been taking the appropriate amount of insulin for the blood glucose readings obtained. The reporter stated that the patient had been admitted to hospital for a condition other than his diabetes and whilst they were there they became aware of the alleged inaccuracy. The reporter stated that over ¿the last while¿ her husband had frequently developed symptoms of having a ¿low blood sugar¿, which his wife had been treating with ¿juice¿. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. She described the correct testing steps and the sample was taken from an approved sample site. The patient was using the correct test strips, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The test strip vial was not noted to be cracked or broken. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that may have met lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.